Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this ICD was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this ICD was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: further investigation determined complaint (B)(4) is a duplicate to this case. Please refer to complaint (B)(4) (emdr report number: 2124215-2022-05458) regarding any additional information.

Manufacturer narrative:
Please refer to emdr report number 2124215-2022-05458 for additional MFR narrative details.